Event description:
It was reported that the patient experienced unstable angina pectoris requiring treatment. In (B)(6) 2020, the subject presented with unstable angina and was referred for cardiac catheterization. The target lesion was located in the distal right coronary artery (rca) with 90% stenosis and was 16 mm long, with a reference vessel diameter of 3.0 mm. The target lesion was treated with pre-dilatation and placement of a 3.00 mm x 20 mm synergy stent system with residual stenosis of 0%. Post-dilatation was not performed. Two days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2025 , the subject presented with symptoms of ischemia and was hospitalized for further evaluation and treatment. At the time of event, the subject was on aspirin and clopidogrel. On the next day, the subject was referred for coronary angiography which revealed 80% stenosis noted in distal rca which had previously placed study device. The subject was diagnosed with unstable angina pectoris. The distal rca was treated by percutaneous coronary intervention (target vessel revascularization). Post intervention, residual stenosis was noted to be 0%. The event was also treated medically. Four days later, the event was considered to be recovered/resolved and on the same day, the subject was discharged.

Manufacturer narrative:
E1 initial reported facility name: (B)(6).